Manufacturer narrative:
Correction ¿ in the initial report the microbial testing results provided by the user facility were not included in the initial report. The device was returned to olympus for evaluation and during the evaluation it was observed that the adhesive on the bending section cover was worn and cracked. It was also observed that the adhesive around the distal end lenses were worn. It was observed that the bending angles did not meet the specification. Lastly, it was observed that the variable stiffness control torque was low. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was confirmed that the device was reprocessed on 02jul2024 prior to microbial testing. The customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that after confirming positive microbial test results the device was quarantined. Prior to device return to olympus the device was reprocessed and underwent sterile cycle as well as a terminal cycle on 08jul2024. The customer did not provide information regarding the steps taken during the precleaning process if performed at the facility. The customer confirmed that manual cleaning was performed with an additional channel flush. The specific steps performed during manual cleaning was not provided. The customer indicated that a leak test was performed at the user facility in which the device passed. The customer confirmed that disinfection was performed however, sterilization was not performed. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer did not provide any further details regarding the automated endoscope reprocessor (aer) treatment process. The customer indicated that the scopes channels are flushed with 70% alcohol and air dried. The scope is than stored in an ecolab drying cabinet under normal air concentration. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the information provided by the facility revealed no deviations that could have caused or contributed to the positive culture test. Based on the results of the investigation, the root cause of the microbial presence could not be determined. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/ or accessory may pose an infection control risk to the patients and/ or operators who touch them.¿ consideration: we reviewed the reprocessing steps provided by the user, however we could not find information to judge any potential deviations from the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for microtest x 2. The issue was found during reprocessing . The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.